Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found the collimator shutters were stuck and it was difficult to move them. Cleaned and greased collimator moving assembly. Adjusted shutters opening. Tested the system working correctly. The representative cleaned and greased the collimator moving assembly and adjusted the shutters opening. The system was then tested, and all tests passed. The system is working as intended. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the collimator the was not moving. There was no patient present when this issue was identified.